Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. The pump screen is dim and difficult to read; the reporter stated it cannot be read safely. The characters on the screen have developed a red color. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 04/14/2014-device evaluation:the pump has been returned and evaluated by product analysis on 03/31/2014 with the following findings:during testing, the pump was powered on and emitted audible tones and vibration; however, the display screen was blank. The pump case was removed and the display was found to be damaged. The damaged display was replaced with a test display; the test display functioned properly. Unrelated to the complaint, the battery compartment was observed to be cracked.